Event description:
It was reported to boston scientific corporation that a resolution clip device was unpacked for wound hemostasis during a special treatment by enteroscopy procedure performed on (B)(6) 2026. During device preparation, the user encountered an issue upon unpacking. Specifically, the sheath was stuck and could not be fully removed, and it was observed that the clip had detached from the sheath. As a result of this device malfunction, the original device could not be used. The procedure was successfully completed using an alternative resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6) ((B)(6) hospital, (B)(6)). Initial reporter address 2: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.